Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces measuring 9.9 and 48.6 cm respectively. An external abrasion breaching the empty cable lumen at 9.4 ¿ 9.7 cm from the distal tip. An internal insulation abrasion breaching rv cables lumen was noted at 13.1 ¿ 13.3 cm from the distal tip. The rv cable etfe coating was intact. An internal insulation abrasion breaching svc cables lumen was noted at 41.8 ¿ 42.5 cm from the distal tip. The svc cable etfe coating was intact.

Event description:
This report is to advise of an event observed during analysis.